Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the color tone of the image was not proper due to a damaged charge coupled device unit. And regarding the peeled adhesive around the objective lens, the cause was due to some kind of stress, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited peeled adhesive around the objective lens, and the color tone of the image was not proper. There was no patient involvement.